Event description:
It was reported that during surgery for olif at l3-4, l4-5, the tip of the stability pin was broken when surgeon turned it counterclockwise to remove the retractor. The tip was lodged into the vertebral body and could not be retrieved. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: product was returned. Microscopic examination appears to show a quasi-ductile fracture, with helical fracture which travels around the root of the thread. This is consistent with torsional overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.